Manufacturer narrative:
Failure investigation still in process.

Manufacturer narrative:
Manufacturer narrative: the customer is stating that the org-9110a telemetry receiver shutdown and went into signal loss for 8 minutes. The unit was tested for an extended period and monitored on a cns. This unit was also tested by qa. Qa was also unable to duplicate this issue. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Imp# (B)(4).